Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during anastomosis on an esophagectomy, they accidentally used a regular device that was not suitable for the orvil and failed to do anastomosis. It was stated that the equipment was completely intact and they had no claim against the equipment since the use was incorrect. The surgery was prolonged because anastomosis had to be done manually but was known how long it took. A manual anastomosis with sutures was done to complete the case.